Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from trueresult meter to doctor's meter. Blood test produced test results of 140 mg/dl using doctor's meter. Blood test performed fasting during call on (B)(6) 2015 produced result of 77 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/30/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Comparing blood glucose test results from true result meter to doctor's meter. Blood test produced test results of 140 mg/dl using doctor's meter. Blood test performed fasting during call on (B)(6) 2015 produced result of 77 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/30/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 76 mg/dl (B)(6) 2015 03:55 pm; 81 mg/dl (B)(6) 2015 12:00 pm; 86 mg/dl (B)(6) 2015 12:05 pm; 71 mg/dl (B)(6) 2015 03:50 pm; 75 mg/dl (B)(6) 2015 03:55 pm. Adverse event not reported.